Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 428 mg/dl. Troubleshooting for no delivery alarm was performed. Customer advised during a bolus attempt they received the alarm. Customer advised changing the reservoir resolved the issue. Customer was advised that replacement reservoirs and infusion sets will be sent out and agreed to return the reservoir for analysis.